Event description:
A distributor in france reported that a pump exhibited multiple occlusion alarms over several days. There was no reported impact to customer's blood glucsoe. Upon inspection, the pump was found to start, charge, and function normally without any alarms during the system check. It successfully loaded a cartridge and delivered insulin without further issues.